Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3890li. In the event reported, the user stated that the device have no image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137873 where the user narrative was confirmed. The device was repaired where all defects found was remediated and returned to the user on 25jan2022. On 07-feb-2022, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 08dec2009 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50874) which was submitted. Therefore, MDR (9610877-2022-00253) filed on february 16, 2022 is considered a duplicate report.